Manufacturer narrative:
(B)(4). Manufacture date: 07/20/2016 - 07/27/2016. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The minicap sample¿s pouch was not flawed or damaged that compromises seal or component integrity. The presence of iodine was detected on the complaint minicap sample received for evaluation. Production records were reviewed and all povidone iodine weight checks were within the acceptable range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps did not have any iodine. This was observed before use. The care giver stated the packaging was completely sealed and the sponge was in the minicap, however the sponge was white and did not have iodine on it. The care giver stated the patient did not use any of the minicaps with white sponges. There was no patient injury or medical intervention associated with this event. No additional information is available.